Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify a33 alarm due to motor error alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised forced sensor alarm during priming prime rewind and the insulin was squirting out during the manual prime process. Customer¿s blood glucose level was unknown. Customer also reported that they were unable to exit the preparing to prime loop and they were stuck in rewind complete or bolus delivery loop. Customer stated that insulin continues to drip after motor stops during the manual prime process and the rewind message occurred after an alarm or alert. Customer was unsure if the drive support cap was protruded, loose, sticking out or flush. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.